Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 07/30/2019 and an investigation was conducted on 10/30/2019. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Heavy amounts of blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. A piece of the silicone insulation was observed to be peeled from the tip of the cold jaw, exposing a metal portion of the cold jaw. No other visual defects were observed. Based on the return condition of the device, the analyzed failure "peeled jaw" was confirmed as well as for the analyzed failure ¿material twisted/bent". An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.674 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, confirmed for the analyzed failures "material twisted/bent" and "peeled jaw¿. Specific actions for the analyzed failures "material twisted/bent" and "peeled" failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.